Event description:
A french coude urinary catheter inserted on (B)(6) 2020. On the same day, staff tried to remove the device and were unable to do so. The catheter balloon would not deflate. Urologist attempted to withdraw fluid from the catheter balloon without success. The urologist was able to move a small amount of fluid into the catheter balloon, with no return. Catheter was cut proximal to the y, with no release from balloon. Urologist then obtained a glidewire and inserted this through the inflation channel, but had no success in deflating the balloon. Urologist then used the stiff end of the glidewire to place a small hole in the balloon. Urologist was then able to deflate the catheter balloon with gentle traction on the bladder neck. The catheter was the removed. Facility staff contacted bd bard field assurance specialist to make the aware of event. Bd bard representative provided two file numbers for the event (1550252 and 1550265). The device was mailed back to the manufacturer at their request.